Manufacturer narrative:
Correction: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was experiencing noise and oversensing during impedance testing and the patient was briefly symptomatic. The company¿s technical services were consulted, and they stated that this can happen with impedance testing and no clinical action is necessary. It was also noted that the patient has had occasional itchiness around device. The crt-d remains in use. No further patient complications have been reported as a result of this event..

Manufacturer narrative:
Continuation of d10: 4194 lead implanted: (B)(6) 2010 ; 0138 lead implanted: (B)(6) 2010, 6725 adaptor implanted (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was experiencing noise and oversensing during impedance testing and the patient was briefly symptomatic. The company¿s technical services were consulted, and they stated that this can happen with impedance testing and no clinical action is necessary. It was also noted that the patient has had occasional itchiness around device. The ICD remains in use. No further patient complications have been reported as a result of this event.